Manufacturer narrative:
One certain gold-tite hexed screw (iunihg) was returned for investigation. Visual evaluation of the as returned product identified that it was fractured across the threads. Functional testing could not be performed since the device was fractured. Pre-existing conditions, tooth location and duration are unknown due to limited information provided by customer. X-ray or picture images were not provided. Appropriate documentation was reviewed. DHR review could not be performed as the lot number associated with the reported device was not available. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. A year-long complaint history review by item number (iunihg) was performed for similar events and no complaint about nonconforming products was identified. Based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that there was a broken 3i internal gold screw. "Item # iunihg x 1. Tooth location unknown.